Manufacturer narrative:
Unable to verify battery cap damage due to pump received without the original battery cap. The thump and carelink software was utilized and downloaded trace/history files properly. No daily total of bolus insulin delivered in the pump history on the event date of 03-may-2023. Unable to verify unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 03-may-2023 in the pump history file due to usertimedatechange on 01/22/2023 at 21:41:27.000 to 05/03/2024 10:40:27.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The test reservoir with test infusion set removes and fits properly in the reservoir compartment noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.8 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Cosmetic damage at the (reservoir inside the pump its not locking inside) was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake, and the hospitalization: overnight stay. The customer reported a blood glucose value of 50 mg/dl. Troubleshooting was performed. The event involved product(s) unomedical, mmt-1880, and mmt-332a. The customer reported low blood glucose. The customer does not feel ok to troubleshoot. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a labeling issue. Product labels are reported as missing, removed, worn, faded, or damaged following usage. The customer reported battery cap was damaged. No further patient complications were reported. No product return was required for unomedical. Mmt-1880 was requested and the customer response was the device will be returned. No product return was required for mmt-332a. Frn-mmt-332a-rsvr, unomed inf set